Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneously low platelet results were generated by two unicel dxh 800 coulter cellular analysis systems without flags over the period between (B)(6) 2011 and (B)(6) 2012. Majority of the erroneous results were held until the manual estimates were performed, but a few erroneous results were reported out of the laboratory. For these, corrected reports were sent out shortly after manual estimates were performed. The customer was unable to enumerate or identify the samples reported out. Impact to the patient treatment for the reported results is unknown. The information was requested but has not been supplied to date. This report documents the event occurred on (B)(6) 2011 on one (1) patient's results generated by one of the two dxh 800 systems. The related events are documented in the below listed mdrs: 1061932-2012-00390, 1061932-2012-00392, 1061932-2012-00393, 1061932-2012-00394, 1061932-2012-00395, 1061932-2012-00396, 1061932-2012-00397, 1061932-2012-00398, 1061932-2012-00399, 1061932-2012-00400, 1061932-2012-00401, 1061932-2012-00402, 1061932-2012-00403, 1061932-2012-00404, 1061932-2012-00406.

Manufacturer narrative:
The customer questioned the results when the labor and delivery department (l&d) complained the platelet counts were low. Initially, the customer's procedure called for a manual slide review if results were flagged and the platelet results were less than 50,000 cells/ul. Subsequent to the complaint from l&d on (B)(4) 2011, the customer had been performing a manual estimate on all labor & delivery samples with platelet values less than 140,000 cells/ul. The estimates are considered correct and these are reported out. The supervisor of the labor and delivery department provided examples of possible changes in patient treatment associated with low plt, but the examples were not specific to any of the patient results submitted. She said the cut-off and the decision would be made by each individual anesthesiologist. The complainant did not keep track of the diagnosis and treatment. Controls are run every 8 hours on these instruments and a patient control is run every 20 samples. Controls run before and after the incident recovered within the ranges. The two dxh instruments are currently performing within the published specifications. Raw data has been submitted to bec for analysis. The results of raw data analysis are not yet available.

Manufacturer narrative:
Raw data analysis was performed using provided data files. In most cases, the platelet histograms were found to have curves with good lognormal shapes with high ends close to the baseline and no indication of undetected large platelets. In conclusion, the reason for the difference between the dxh results and the manual slide estimates cannot be determined.